Event description:
Reporter indicated that patient underwent revision surgery due to a lead discontinuity. Follow up with the treating medical professionals revealed that high impedance diagnostic testing results were discovered in 2007. The patient did not experience any adverse events. No lead discontinuities were noted during x-ray review or revision surgery by the treating neurosurgeon. The believed cause for the high impedance results, per the treating medical professionals, is a build-up of scar tissue at the electrode site which was visualized during revision surgery. The generator was replaced for compatibility with the new lead. Products were discarded by hospital.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.